Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2016, an fse visited the site to address the reported event. During servicing, the fse replaced the cup suction pad due to wear and found the alignment on the cup presence sensor on rt lane. The fse was able to align successfully and cut then reroute the binding wire ties. The fse was able to run several cup release sorter tests successfully. The customer ran controls without issue. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the error 2205 sorter dropped cup was due to wire ties on the cable.

Event description:
On (B)(6) 2016, a customer reported error 2205 sorter dropped cup with their aia-2000 analyzer. The customer reports that the analyzer is dropping a cup in the sorter area and the system is down. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.